Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a merlin.net transmission exhibited inappropriate heart rate increase. It is unknown if the patient was symptomatic. No additional information was available. The device remains implanted.